Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attirbuted to a corrupt configuration. The device was reset to the factory default configuration to resolve the reprot. Further instructions were provided to the customer on how to manually configure their preferred device configurations. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.